Event description:
Pt reported the up and down buttons on the infusion device are damaged and non-functional. The infusion device was replaced and requested for eval. No physiological effects were reported and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The button function was tested successfully and meets the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.